Event description:
"Oxygen blender began alarming, discovered blender incorrectly connected, pt getting 100% oxygen instead of 21% that blender was set at. The oxygen base was connected to the bottom outlet instead of the oxygen inlet." A letter was sent to the the user facility requesting add'l info concerning the reported event and the user facility replied with the following info. "Pt had been set-up on a blended n/c early the previous day. At approx 1400 that afternoon the blender began to alarm for no apparent reason. The pt was thought to be on 200ml/min @ 21%. It was discovered that the high pressure o2 hose was connected to the bottom outlet & the o2 flow meter for the n/c was off the side outlet recommended for low-flowmeters. This bypassed the blender giving the pt 100% oxygen."

Manufacturer narrative:
Following the incident the pt required add'l support. The pt was placed on ncpap. H3 & h6: an investigation was conducted and it was found that the root cause of the reported event was that the end user had clearly connected the oxygen supply hose to the primary outlet of the air/o2 mixer. The primary outlet on this device is clearly labeled as such and the fitting for this outlet is a male fitting. In order for the male fitting on the oxygen supply hose to be connected to the male fitting of the primary outlet an adapter fitting must be utilized. The oxygen supply inlet for this device utilizes a female fitting and thus no adapter fitting is necessary to connect the oxygen supply hose. We have concluded that the end user clearly failed to follow the instructions contained in the instruction manual pertaining to setting up the device for use and did not refer to the labeling on the device when connecting the oxygen supply hose.